Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the arrow button required multiple presses to elicit a response. The reporter denies exposure to water or visible damage to keypad.